Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2023-02279. It was reported that the patient's leads were explanted and replaced due to lead migration. Effective therapy was established post-operatively.